Manufacturer narrative:
To date the device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the single use injector locks and you can¿t inject anything when you fully engage the needle. So, we must use a second one and waste what we already tried to inject. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation, therefore the final root cause of the device unable to inject liquid into the target issue was unable to be identified. However, it¿s probable the event occurred due to the compressive bucking on the needle tube. Additionally, it's likely the friction between the outer tube and the needle increased by the following factors. The needle extended/retracted while the tube was coiled in inspection of operation. The slider was abruptly pushed. The kink of the tube. Angle of the distal end of the endoscope. The following is included in the instructions for use: ¿before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example:posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. Before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage. Confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage. When inserting the instrument into the endoscope, retract the needle into the tube, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Do not push the slider abruptly, otherwise the needle will be rapidly extended from the distal end of the tube. This could result in patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the instrument.¿ olympus will continue to monitor field performance for this device.